Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. Another same type lens was implanted. The reporter stated the cause of the torn lens may have been due to an error in loading.

Manufacturer narrative:
Device evaluated by manufacturer?: no. There was no lens returned in unit carton. Eval: conclusions: based on the complaint history, the root cause of the event has been determined to be due to an error in loading. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.